Event description:
Information was received that reported a patient was hospitalized in late 2008, due to an incident of hyperglycemia. The reporter states the day before, the patients blood glucose was greater than 500. The patient twice changed his set and site and gave an injection to try to bring down his blood glucose. On original date, he was brought to the hospital and was treated with IV fluids and insulin. Upon admission his blood glucose was 394 mg/dl. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.